Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 126 to 153 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had poor storage.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 126 to 153 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory (date / time not set): 1:101mg/dl (B)(6) 2015 11:43pm. Adverse event not reported.